Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The operative report provided by the patient's attorney indicated that the patient was implanted with marlex mesh during a procedure on (B)(6) 2001. No specific device failure has been alleged and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on medical records (operative report) provided by the patient's attorney: on (B)(6) 2001 - patient underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy, abdominal sacral colpopexy paravaginal repair and cystoscopy. The operative report notes that during this procedure a marlex mesh was placed. The following was reported to davol by the patient's attorney. It is alleged on (B)(6) 2001, the patient was implanted with an unknown bard flat mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.